Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during a procedure on (B)(6) 2013, a collet was loosening. This occurred after the setup of 6mm - 40mm pangea cannulated screw. In addition, the 7mm - 40mm screw was locked just after the box opened. No additional information is available. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A request for the device history review for this lot has been made. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Manufacturer narrative:
An investigation evaluation was conducted and the report indicates that the 6 mm diameter screw had a blocked sleeve at the upper position with its protrusions clearly out of the slot of the screw head. The sleeve tulips are slightly bent towards the axis of the screw. The outer diameter of the head screw is 13.5 mm. The bone screw is completely free and can rotate in every direction. The measured value of 13.5 mm is not within drawing specifications. Two possible causes have been identified: 1. The upward misplacement of the sleeve could arise from surgical maneuvers leading the lateral protrusions to snap out the head slot, forcing the head diameter to expand. 2. If the locking cap is not properly engaged on the screw head during insertion, when performing the quarter of turn, a deformation to the head could occur by forcing the outer diameter of the locking cap against the inner diameter of the screw head. We could not find out the exact root cause who leaded to the damage on the device, 04.624.640s. The device history record was researched. No abnormal findings were identified and no product fault could be detected. Placeholder.

Manufacturer narrative:
This device used for treatment and not diagnosis. Review of the DHR showed one nonconformance for data entry error and is not relevant to the complaint. No other discrepancies were noted that would be associated with this complaint. Device is single use, entered in error.